Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door number four was double clicking. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy or from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 was double-clicking and malfunctioning consistently so re-tightened the wire harness connectors. And also applied carbon conductor grease to the micro switches. A field service engineer reassembled and recovered storage space and test multiple times to resolve. The system functioned as intended after the field service engineer repaired the device.